Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received for evaluation. A service history review showed no failures/problems that were the same as, or similar to the reported event. The reported event could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had a high drain alarm 105 (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume) which occurred on a homechoice (hc) device during drain five of five. The cycle 5 ultrafiltration equaled 2275ml with a fill volume of 1800ml. The patient also reported feeling bloated in the last dwell. The technical service representative explained the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.